Event description:
Pharmacy technician used a baxter repeater pump to fill a 100 ml/hour 100ml eclipse homepump. After finishing the dose, the tech noticed liquid on the hood surface. Upon examination of the eclipse, the tubing was leaking where it connects to the inline filter. Three of the six doses made were leaking from the same spot. We quarantined the lot # (30170380) and made all new doses using a different lot #. On (B)(6) 2022, a patient called in reporting the same problem. He had discarded the leaking dose. FDA safety report ID (B)(4).